Event description:
The customer stated that she was hospitalized due to blood glucose levels greater than 800 mg/dl. The customer did not feel that the event was insulin pump related. The customer could not recall whether or not the infusion set was connected to her body when she was found. The customer declined to troubleshoot as she did not feel that the insulin pump had anything to do with the event. The customer felt that she needed to switch to a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.